Event description:
Additional information received in 04/2005: non-cutting, serag weissner needles with seralene suture material were used for the procedure. After the patch was applied, blood seeped through it's material and was subsequently stopped with tachocomb h. Additional information received in 04/2005: the bleeding was stopped, prior to closure of the wound, by the application of pressure for 1.5 hours (along with the tachocomb h).

Event description:
The doctor claims that the ptach was implanted for a right leg bypass thrombectomy procedure and that the patch was specificaly used for length arteriotomy. The pt had been medicated with 5mg of actilyse (early treatment of acute ischemic strokes) at the beginning of the intervention. After the procedure, blood leaked through the suture line of the patch. The leakage amount was approximately 400ml. The duration of the leakage was approximately 3:55 hours. The bleeding was stopped with tachocomb h (surgical and fibrin sealant). The patch was left in. The clinical outcome of the case was pk. The pt's post-op condition was ok.